Event description:
Boston scientific received information that this patient was working in the fields and was very hot and sweaty and passed out. A review of the arrhythmia logbook noted several ventricular events, but they had been overwritten by later events. All lead measurements were steady and within normal limits and no noise was noted during isometrics. No inhibition of pacing was observed during any tests. No adverse patient effects were reported. Three months later, the patient was feeling dizzy and a system check noted the device was in retry and the lead safety switch (lss) had been triggered due to an out of range impedance measurement. The lss was reset, and within ten minutes, it had been triggered again. Telemetry showed a 3-4 second pause where there was ventricular pacing but no capture. The device was reprogrammed to do at an output of 5.0v. Isometrics and pocket manipulation did not produce any out of range measurements. A review of the daily measurements noted an increase a few months ago from 320 ohms to 760 ohms. A revision procedure was performed and the lead was removed from service and replaced without further incident.

Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.